Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. There was no reported product deficiency. Death and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that approximately thirteen months post direct stenting procedure in the mid left anterior descending artery with one 2.5 x 23 xience v stent and in the proximal left anterior descending artery with one 3.0 x 12 xience v stent, the patient developed shortness of breath at home and emergency medical personnel were called. Treatment included cardiopulmonary resuscitation, intubation, defibrillation for ventricular fibrillation, epinephrine and lidocaine. Upon arrival to the emergency room, the patient was unresponsive, cyanotic with dilated, fixed pupils and was pronounced dead. Subsequent, additional information received indicates possible stent thrombosis. There was no additional information provided.